Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that balloon ruptured during the first inflation at 15 atmospheres.

Manufacturer narrative:
Initial reporter city: (B)(6). Describe event or problem: updated.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.